Manufacturer narrative:
See medwatch report number: mw5101539. See regulatory report number: 3004209178-2017-21672 for information regarding 1st ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. They reported that they had a device placed for urinary incontinence in approximately 2018. They said immediately after surgery they had extreme pain in their lower back and the battery that was placed in their right buttock started to move around, then completely flipped over. They had to have a revision surgery to make a deeper pocket in hopes that it would stop the battery from flipping over. The revision failed and they started to have more pain and their entire hip and buttocks started to swell. They decided at that point to move the battery to the left buttocks. They continued to have severe lower back pain and pain in their buttocks on both sides. The device also completely flipped in the new location. They had another revision to make an even deeper pocket, but they continued to have issues. Ultimately they ended up removing the entire device. They noted that along with the device moving around it would shock them periodically, noting that was also painful. They noted that even though the device was removed they had lasting pain with burning in both butt cheeks that radiated into their hips. They developed a rash on their lower extremities because their body was trying to reject it. They noted they had 2 replacement surgeries and 3 revisions.